Event description:
It was reported by service report that the patient right side rail will not lock in place. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail timing link.